Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to MFR report number 9610773-2025-05698.

Event description:
It was reported that during a turp, the inner layer of the plasma resectoscope sheath fractured and the head remained inside the patient's body. A hook was used to retrieve the fractured head. The procedure was stopped and the patient was transferred back to the ward.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.